Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions mammography system, the gantry shut down during a patient exam and multiple system errors related to gantry motion were displayed. The user site reported that the system was restarted and the errors cleared. No user or patient injuries were reported. A hologic field service engineer (fse) reviewed the system logs and identified that the system had detected uncommanded vertical gantry movement. Further investigation determined that the vertical drag brake was faulty. The fse replaced the vertical drag brake and verified system operation. Following the repair, gantry motion and system functionality were tested and confirmed to be operating according to manufacturer specifications. No further information is currently available.